Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving erratic readings from an adc hospital blood glucose meter. Health care professional reported receiving readings of 20 mg/dl and 171 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter kdaz053-a0485 has been returned and investigated. Visual inspection performed on the returned meter, no issues were observed. Meter powered on with button depression and upon docking. Performed control solution tests and the results were satisfactory. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Meter was returned for this complaint and investigated. Strip was not returned for this complaint and valid serial or lot number was not provided for the strips. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the precision strips and reported complaint and the review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A health care professional reported receiving erratic readings from an adc hospital blood glucose meter. Health care professional reported receiving readings of 20 mg/dl and 171 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.